Event description:
It was reported that before a procedure, it was found that there was a hole at the middle of the sealed package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The packaging was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The package was received open and in poor condition. The film blister was smashed and misshapen so that device would not fit properly back into the form. There was evidence of complete seal around entire circumference of the blister. The tyvek lid was visually examined and it was confirmed that a hole was present in the tyvek lid. The tyvek showed signs of handling stress and wrinkles. The photographs taken by (B)(4) show wrinkles and some damage on the package. It appears that the damage worsened during transportation back to the packaging site. (B)(4) indicated that the hole was 3.4 mm and it was approximately 6 mm when examined at the packaging site. The crease damage around the hole was approximately linear 15 mm. The hole appeared to be a rip caused by impact from the outside. The edges around the hole are sloped down toward the inside of the package and the edges are rough and jagged. The damaged portion of the tyvek has no physical contact with any part of the device. The device carton was not returned for evaluation and cannot be used in the complaint investigation. Due to the excessive handling found on the package that was returned, it is suspected that the damage occurred external to the packaging site. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.